Event description:
It was reported that the ventilator failed despite passing the pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms such as: pressure delivery restricted, airway pressure high and respiratory rate low, as an indication of difficulties with ventilating the patient. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion is that there is no indication of a ventilator malfunction. The cause of the issue has not been determined.